Event description:
Customer tested blood glucose and received a result of 250mg/dl at 7:45pm. They took 24 units of nph and 8 units of humulin n. At 3:20am they performed another tested and received a result of 52mg/dl. They called emergency medical tech and when they arrived at 3:30am they received a result of 32mg/dl. The customer was injected with glucose. The customer states they were reading from the wrong insulin chart. No controls were being use. A request was made for the return of the suspect device and replacement product was sent.